Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, during intraocular lens implantation surgery, the haptic tore off after insertion. In the surgeon's opinion, the handpiece caused the damage to the lens. There was no patient harm.